Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device under-infused during patient infusion via a peripherally inserted central catheter (PICC) line. A small kink was noted on the line below the dressing. The device was filled with 18000mg piperacillin/tazobactam in 0.9% sodium chloride having a total volume of 230ml. The dressing was changed and the line flushed with no issues. A new device was attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified fluid inside the device's bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1, d4 (model, catalogue, lot, expiration date, UDI), g4: PMA/510k # or bla #: (update), h4, h6 (add code), h11. H4: the lot was manufactured between may 8-10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.